Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vicm5 13.2, -14.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Excessive vault and lens opacity (cataract) was observed. Lens explanted on (B)(6) 2024. Problem resolved. D6b - 02-may2024. Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. B3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -14.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Excessive vault and lens opacity (cataract) was observed. Lens explanted. Additional information has been requested but none has been forthcoming.